Manufacturer narrative:
The user was hospitalized for an eyesight condition while on ilet therapy and experienced hyperglycemia during the hospitalization. Hyperglycemia requiring inpatient management can occur in the setting of underlying medical conditions and treatment changes and is consistent with the reported four-day hospitalization. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Hyperglycemia began following a prolonged period without insulin delivery due to an empty cartridge, and a lunch meal announcement was delivered after glucose had already started rising, suggesting delayed insulin administration. Based on available information, the event was attributed to non-device-related medical factors and therapy management, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 12-feb-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 401 mg/dl and was hospitalized for an eyesight condition. The user was admitted on (B)(6) 2026, treated with exogenous insulin and other medical interventions, and discharged (B)(6) 2026. No long-term health effects were reported.